Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose unknown by reporter) via an implanted pump. The indication for pump use was non-malignant pain and osteoporosis. On (B)(6) 2015 it was reported that the pump was currently empty and alarming/beeping. The critical alarm was described. It was being heard once an hour for the past week. The patient had missed her scheduled refill visit. The pump had been dry for over a week. The healthcare professional (hcp) would not see the patient because she had not paid her last two copays. They were told they had "to come up with the money or no appointment". Per the reporter, the hcp was "doing this because the patient's narcotic oral pain medication was not what it should have been and he accused her of over-taking her oral medication". The reporter stated that "she just had them in her pill case and forgot to put them back in the bottle". The patient was having symptoms of severe cramping, diarrhea, vomiting, chills, muscle cramps, headache, and could not eat. The symptoms had come on suddenly. The actions/interventions taken and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.